Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed a motor start event recorded on 10/oct/2025 at 10:11:23 in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed two (2) controller fault alarms logged on (B)(6) 2025 at 17:04:00 and at 20:57:16, as well as multiple event exceptions logged on 09/oct/2025, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Additionally, review of the event file associated with (B)(6) revealed a controller power up event with an associated motor start event was logged on 10/oct/2025 at 10:11:04. Review of the controller log files associated with (B)(6) revealed one (1) vad disconnect alarm logged on (B)(6) 2025 at 10:11:12, indicating that the controller was powered up without the driveline connected. The vad disconnect alarm cleared at 10:11:14, after which a successful motor start event was recorded, indicating that the driveline was connected to the controller. Various parameters, including time, patient ID, and pump ID were programmed on (B)(6) 2025 prior to the controller power up event, indicating the power up event occurred during the initial programming of the controller and/or a controller exchange. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the vad disconnect alarms associated with (B)(6) can be attributed to the powering up of the backup controller without a driveline connected. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Per the instructions for use, respiratory dysfunction is a known potential complication associated with the implantation of a vad. Based on the patient's reported medical history, it was noted that the patient has a history of respiratory dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: controller, d4: (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced fatigue and respiratory dysfunction (respiratory distress) and continuous pulse oximetry was conducted. The controller exhibited a controller fault alarm due to internal battery depletion. The issue was resolved by exchanging the controller. Review of log file data revealed a motor start event with parameters outside of the typical range. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
D4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2023 / serial or lot#: (B)(6). D9: no. H3: no. H4: mfg date: 29-apr-2022 h5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.